Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead fractured possibly due to a patient fall. The device was programmed to vvi 70ppm and the lead remains implanted. There were no plans to revise lead and no adverse patient effects were reported.